Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent unspecified alerts. The customer's blood glucose level was 327 mg/dl. The customer delivered a bolus via the pump. Subsequently, a malfunction alarm occurred. Reportedly, the customer has an alternate pump available as alternate insulin therapy.